Manufacturer narrative:
Combination product: yes. The ICD or the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular device as well as on the returned device data. The manufacturing processes for the devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the device functions to be as specified. The returned data have been analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Based on all data available for analysis, there was no indication of a battery problem. Based on the available data the root cause of the clinical observation could not be determined conclusively. There was no indication of an ICD malfunction, however, the integrity of the lead cannot be assured. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
On interrogation it was found that patient had received multiple shocks because of lead noise. Now, the associated device reached eri. Lead currently remains implanted. Should additional information be received, this file will be updated.